Event description:
It was reported during the patient's cervical trial procedure, the patient lost her vitals as the physician was getting ready to advance the scs lead. Subsequently, the physician abandoned the procedure. The patient is believed to be doing well.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.